Event description:
It was reported to ventec that the lcd touchscreen on the device become unresponsive during use. The initial reporter further advised, "the patient desated and the fio2 "[fraction of inspired oxygen]" could not be increased beyond 30% after the screen froze. This required the ventilator to be changed. No permanent harm to the patient." There was patient involvement associated with the reported event. The reporter advised that there was no permanent harm as a result of the reported issue, however, the patient did desaturate during the event, and medical intervention was necessary to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.